Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the atrial lead exhibited an increase in capture thresholds. The lead was capped and replaced.